Manufacturer narrative:
(B)(4), date sent: 2/22/2021, d4: batch # u5eh2e. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional information was requested, and the following was obtained: 1. Did any piece fall into the patient? No. 2. If yes, how was it retrieved? 3. Did this alter the procedure in any way? No, new stapler was opened and surgery continues. 4. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? The loud ¿crunch¿ was heard when they closed the closing trigger. That is when they found the yellow broken piece within the closing trigger. 5. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? Stapler was not fired as the broken piece within the closing trigger was seen upon closing the jaw on the tissue to be stapled.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. Tif information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, a loud 'breaking' crunch was heard upon closure of stapler handle before firing. A yellow-looking plastic was seen broken within the stapler handle. The surgeon did not feel a tension in force during closure. Everything felt normal. There was no delay to procedure. It is unknown how the procedure was completed. There was no patient consequence.